Event description:
It was reported that the safety mechanism on the bd eclipse¿ needle failed to activate properly after use, causing the nurse to push their finger on the safety guard near the center to the tip of the dirty needle in order to engage it. This resulted in a dirty needle stick, but no medical intervention has been reported to date. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: dates of needle sticks were on (B)(6) 2019 x 1 cma and on (B)(6) 2019 x 2 cmas. When closing the needle post injection the thumb comes too close to the tip of the dirty needle to engage the safety guard. The nurse needs to actively push her finger down on the safety guard near the middle to tip of the dirty needle to engage the safety guard to get it to click closed.

Manufacturer narrative:
H.6. Investigation: three representative samples were received by our quality team for evaluation. Upon visual inspection of the samples received, there were no deformation or damaged observed on the eclipse hub or safety shield and no breakage observed on the safety lock pin. Additional testing (hub hook breakage, safety shield fall off/break off, and activation/locking force) was performed and the samples passed inspection; therefore the reported failure could not be verified. A device history record review found no non-conformances associated with this issue during production of these batches. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism on the bd eclipse¿ needle failed to activate properly after use, causing the nurse to push their finger on the safety guard near the center to the tip of the dirty needle in order to engage it. This resulted in a dirty needle stick, but no medical intervention has been reported to date. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: dates of needle sticks were (B)(6) 2019 x 1 cma and (B)(6) 2019 x 2 cmas. When closing the needle post injection the thumb comes too close to the tip of the dirty needle to engage the safety guard. The nurse needs to actively push her finger down on the safety guard near the middle to tip of the dirty needle to engage the safety guard to get it to click closed.